Event description:
The pump was returned for investigation. Evaluation revealed that pump booted to verify screen with dim/fading/reddish and there was contamination under the buttons. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the keypad cover is torn at the up button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad symbols were worn off. All of the buttons responded normally. Evaluation revealed that there was contamination found under the contrast and down buttons. The display is found to be dim, fading, reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).